Manufacturer narrative:
Standard disclaimer on file.

Event description:
A diabetic patient was admitted to the hospital with a blood glucose of 1159 mg/dl by the hospital lab and symptoms of vomiting and weakness. The patient was treated with insulin and intravenous medication. On the previous evening (8-12 hours prior to admission), the suspect device gave 219 mg/dl. Device labeling indicated that the device may give results lower than venous when the patient is hyperosmolar.